Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012816917 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft and handle. No anomaly was identified during the external visual inspection. All the handle and shaft were intact with no apparent issue. The steering mechanism and deflection test were performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure and vacuum test were in acceptable ranges. In conclusion, the reported clinical issue, pericardial effusion, was not confirmed through analysis. The sheath did not fail the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a cardiac ablation procedure, a pericardial effusion occurred. The case was aborted after the transeptal puncture. The patient was under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Related report number from duplicate submission: 9612164-2025-06066. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the physician pulled back into the right atrium and performed some additional lesions near the superior vena cava (svc). The sheath was moved back into the left atrium for additional ablation, but it was noted that the left atrium looked very small on intracardiac echocardiography (ice) and had trouble getting into it. At this point, the sheath and catheter were both still in the body. The catheter was removed out of the body and a transesophageal echocardiogram (tee), confirmed a pericardial effusion.